Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that a 15-year-old female child patient received an alarm followed by another alarm due to a bent cannula symptoms/issue occurred after three hours of insertion. Therefore, she experienced high blood glucose level due to this issue which they tried to treat with correction bolus via multiple daily injections. The patient had high/large ketone level which her healthcare professional assessed as dangerous/life threatening. Moreover, the infusion set had been used for seven hours and insertion site location was her thigh. Reportedly, this issue occurred with four infusion sets in 24 hours with four occlusion alarms. Further, they took off the pump and was not in use. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.